Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial rep name and event site email). Full initial rep name: (B)(6).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (email).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) fo module not working. No harm to the patient..

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (component codes). A getinge field service engineer (fse) stated that the fo module was found to be not receiving a read signal. The fo module was cleaned, and a functional check and test were performed, confirming its correct operation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, it is detected that the fo module has no reading. Fse replaced fiber optic assembly (0997-00-1169) and functional check and test is performed, which is correct.

Event description:
N/a.